Manufacturer narrative:
A ge service representative performed an onsite investigation. The unc node assembly was evaluated and reseated. The system software and configuration files were also reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system was slow to boot and would not allow exposure. The fse found that the system was not booting up. No patient serious injury or death was reported related to this event.